Manufacturer narrative:
Upon further discussion with FDA, the events initially reported in this summary report are not considered malfunction events, and are serious injury events. Therefore, individual reports have been submitted for the events previously summarized in this report. This summary report now reflects zero events and can be disregarded/deleted/removed.

Manufacturer narrative:
This report summarizes 1639 malfunction events. 690 events were due to loss of osseointegration ((B)(4)). 826 events were due to the device failing to osseointegrate ((B)(4)). 113 events involved fracture of the device or a component ((B)(4)). 2 events, it was reported that the device was difficult to insert ((B)(4)). 3 events, the device was malpositioned ((B)(4)). 11 events, there were issues reported with a screw component ((B)(4)). 47 events, it was reported that a device or a device component was cracked ((B)(4)). 1 event involved an improper or incorrect procedure or method ((B)(4)). In 2 events, a positioning failure was reported ((B)(4)). In 3 events, there were issues reported with a mount component ((B)(4)). 1 event involved a failure to separate of a device or a component ((B)(4)). In 1482 events, there was no device problem found during evaluation. In 135 events, a stress problem was identified during evaluation. In 113 events, a fracture of a device or device component was found during evaluation. In 5 events, an operational problem was identified. In 38 events, there are no findings available because the device was not returned for evaluation. In 1 event, a friction problem was identified. In 1 event, a deformation problem was found during evaluation. In 1639 events, these are known inherent risk of the procedure. Furthermore, it was found in 1 event that the clinician failed to follow instructions and used the product off-label or contraindicated use. In 272 events, the device failure was found to be related to the patient's condition. In 2 events a user error caused or contributed to the event.

Event description:
This report summarizes <noe> 1639 </noe> malfunction events. This report summarizes 1639 malfunction events where patients' experienced endosseous dental implant failure. Of these events there were: 1 event where the nerve proximity was not otherwise specified. 373 events where inflammation occurred. 375 events where infection occurred. 222 events where erosion occurred. 159 events where patients' experienced osteolysis. 1 event where a patient experienced sinus perforation. 1 event where a patient experienced swelling. 15 events where patients' experienced pain. 1 event where tissue damage occurred. 1 event where neovascularization occurred. 1 event where a patient experienced fistula.